Event description:
It was reported that the pump battery couldn¿t be charged. It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was identified. The information will be used for tracking and trending purposes.